Event description:
Tip of sheath reportedly fractured during procedure. Dr indicated that a very small piece of the ceramic tip may have been left in the pt's bladder. The procedure was finished with another 27-is-cfr.